Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable inr result for 1 patient from a coaguchek xs meter serial number (B)(4) compared to the thromborel s laboratory method. The result from the meter was 8.0 inr and within 1 hour the laboratory result was 4.4 inr. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation an adverse event. There were no clinical decisions made based on the meter results. The patient's dosage and previous results had been consistent. The patient has had no recent changes in medication and no recent changes in diet. The customer's meter and test strip were requested for return. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.